Manufacturer narrative:
Additional information: the patient is going to see another physician as the physician who conducted the procedure retired post patient's procedure. The patient will have an ultrasound if the new physician allows it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three photographic image files were returned for review. Review of the three returned image files is of the patient¿s right leg. The images of the patient¿s right leg appear to be post-operative. The three images show signs of a rash on the lower lateral ankle urticaria and shin bone consistent with the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient underwent venaseal treatment of the right great saphenous vein (gsv). Procedure completed as per IFU. Local anesthesia and transducer compression were used. No issues with product. No challenges or deviations noted during the procedure. Patient returned for post-op ultrasound 5 days later. The vein is reported to have closed. Approximately 1 month later the patient attended the emergency room with rash onset 3 days. The rash was on the right upper arm, lower lateral ankle urticaria, and shin bone. The patient was prescribed triam cinolone 0.5% topical cream. 13 days later the patient called and reported having a venaseal reaction. Symptoms of itching and rash reported. Hypersensitivity reaction suspected however this is not confirmed as the rash is not present at the course of the treated vein. Two days later the patient attended the facility and was prescribed prednisone by mouth (po) daily for 3 weeks. The patient contacted the facility again 17 days later and reported the rash is now on the left lower leg.